Event description:
A us distributor notified zoll that a (B)(6) male pt passed away on (B)(6) 2014. The pt's wife reports that the pt was wearing the lifevest (lv) at time of passing, but she was unsure if the lv was alarming. The pt's wife reports that the pt fell over, possibly as a result of a heart attack or cardiac arrest. The pt was at home at the time of passing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) is complete. Upon evaluation, both pieces of equipment were fully functional. Upon review of the pt's flags and ECG strips, the pt's last identifiable hearth rhythm was a normal sinus rhythm with premature atrial contractions. At around 04:52:00 on (B)(4) 2014, the pt's ECG strip shows motion artifact for 4 minutes and 44 seconds. During this time, the pt was receiving therapy electrode placement notifications, and the lv response buttons were pressed. The pt's underlying heart rhythm was unable to be identified. The lv was shutdown at 04:57:03 and restarted at 04:58:16. The response buttons were pressed at 04:58:51. There were no alleged deficiencies against the device. Monitor sn (B)(4): (B)(4) 2012 (reuse); electrode belt sn (B)(6) : (B)(4) 2010 (reuse).